Event description:
It was reported that this patient came in for a routine check who has not been seen in over two years. Review of the electrogram showed noise and high out of range shock lead impedances (sli) measuring as high as 145 ohms. Isometric testing was performed and the noise could not be reproduced. It was noted that thresholds have increased to 1.8v and when programmed to 7.5v there was loss of capture. The boston scientific representative reprogrammed sensing from 0.6 to 0.8mv. Additionally, a chest x-ray was performed and technical services confirmed the measurement changes do indicate a concern with the lead. The patient will have another follow-up visit and they may revise the lead. Further information was requested from the boston scientific representative to determine the resolution however, no information was obtained. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information was received that indicated this right ventricular (rv) lead had observations of oversensing however, no pacing inhibition occurred. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were.

Event description:
It was reported that this patient came in for a routine check who has not been seen in over two years. Review of the electrogram showed noise and high out of range shock lead impedances (sli) measuring as high as 145 ohms. Isometric testing was performed and the noise could not be reproduced. It was noted that thresholds have increased to 1.8v and when programmed to 7.5v there was loss of capture. The boston scientific representative reprogrammed sensing from 0.6 to 0.8mv. Additionally, a chest x-ray was performed and technical services confirmed the measurement changes do indicate a concern with the lead. The patient will have another follow-up visit and they may revise the lead. Further information was requested from the boston scientific representative to determine the resolution however, no information was obtained. At this time, this rv lead remains in service. No adverse patient effects were reported.